Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 7 devices were evaluated in the field and the issue was confirmed; 1 device had a bent component, 1 device had a worn component, 4 devices had broken/damaged components and 1 device had an alignment issue. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the fowler was stuck elevated or the cot height could not be adjusted. There was no patient involvement.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the fowler was stuck elevated or the cot height could not be adjusted. There was no patient involvement.

Manufacturer narrative:
It was originally reported there were 9 devices experiencing the reported issue; however, it was later determined 10 devices experienced the issue. The final two devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned to service.